Manufacturer narrative:
Explant was reported due to mitral stenosis and regurgitation. The investigation found that all three cusps contained calcifications which limited the cusp mobility. All three cusps had fibrous thickening. Cusps 1 and 3 were torn. There was calcified thrombus on the inflow surface of cusps 1 and 3 and on the outflow surface of cusp 2. Old vegetations were present on the inflow surface of cusps 2 and 3, which was consistent with healing or treated endocarditis which would need to be correlated with clinical findings. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined, however the tears were associated with calcifications. Three components are mainly involved in calcification of artificial biological valves: renal impairment, altered calcium metabolism and fibro-calcific degeneration over time as a response to hypertension (increasing the valve stress). The medications included from the field which could be found do not have an indication of calcifications of artificial biological valves included in their adverse events.

Manufacturer narrative:
Explant was reported due to mitral stenosis and regurgitation. The investigation found that all three cusps contained calcifications which limited the cusp mobility. All three cusps had fibrous thickening. Cusps 1 and 3 were torn. There was calcified thrombus on the inflow surface of cusps 1 and 3 and on the outflow surface of cusp 2. Old vegetations were present on the inflow surface of cusps 2 and 3, which was consistent with healing or treated endocarditis which would need to be correlated with clinical findings. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined, however the tears were associated with calcifications.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 29mm epic stented porcine heart valve w/flexfit system valve was implanted in the mitral position. The patient was hospitalized in (B)(6) 2021, due to a fever and was treated with antibiotics since an infection was suspected however the fever did not go down however, endocarditis was never confirmed. On (B)(6) 2021, the patient was hospitalized again due to mitral stenosis and regurgitation which led to a mitral valve replacement. On (B)(6) 2021, the valve was explanted. Upon explant, calcification was observed. A 29mm sjm masters series valve expanded cuff valve was successfully implanted. The patient was reported to be in stable condition.